Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Additional info was requested and received. (B)(4).

Event description:
A consumer reported he is unable to see up close following multifocal intraocular lens (iol) implant surgery. He states that he cannot see the speedometer on his car, read the newspaper, or work on puzzles unless he is outside in the bright light. He also sees halos and "laser beams" around headlights at night, and double imaged with one eye. Prior to his surgery he could see up close with trifocals. He indicated that his left eye had always been "weaker", but now it is the right eye. The surgeon advised him to wear +1.00 reading glasses, but when he wears them it takes a long time for his eyes to "go back to normal." Additional info was received from the surgeon who reported the event continues. In the surgeon's opinion, the iol did not cause or contribute to the event. There are two medical device reports associated with this event. This report is for the left eye.